Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The nozzle unit was clogged, and foreign material could not be removed. Water contact failed due to nozzle clogging. The bending section cover glue was separated and floating. The biopsy channel was incised, had cuts. The bending tube was shortened. The light guide bundle had fiber breakings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the air/water channel on the evis exera iii gastrointestinal videoscope was clogged. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign matter (fibers or plastic) due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign matter (fibers or plastic) due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was plastic and fiber like material. The root cause of the foreign material clogged in the air/water nozzle was unable to be identified. The event can be detected by following the instructions for use which state: operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: - inspection of the air-feeding function - inspection of the objective lens cleaning function. The event can be prevented by following the instructions for use which state: reprocessing manual_ precleaning the endoscope and accessories: - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Olympus will continue to monitor field performance for this device.